Event description:
The device was explanted and received at sjm.

Event description:
The device was not explanted. Contents of usb memory stick were reviewed. Unable to identify the source of the anomaly.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The usb memory stick was received, the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Since the necessary files for determining the cause were not available, no evaluation was performed.